Event description:
The customer stated that they are getting inaccurate low aorta diameter measurements from the aortascan.

Manufacturer narrative:
Additional device system component part number: 0570-0309/p7001682. The reported malfunction is not reproducible. Quality assurance engineer performed more than 20 scans on one phantom, scan results (aorta diameter) range from 3.4 cm to 3.9cm within phantom cert value 3.15 to 4.26cm and scan images look normal. Qa engineer made 10 more scans on another phantom, scan results (aorta diameter) range from 3.5 cm to 3.7cm within phantom cert value 3.12 to 4.22cm and scan images look normal too.